Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem "bubbles" (air leak). The surgeon reported air bubbles entering the eye due to the procedure when using the probe. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).